Event description:
It was reported the surgeon attempted to implant the sjm attune ring during a mitral valve repair. According to the information received, the surgeon did not achieve the desire fit in the annulus. The ring was removed and replaced with an sjm epic valve (model and serial number unk). No further information was received at this time regarding the patient's status.